Manufacturer narrative:
The therapy date for the following device is unknown: model: 3660; scs ipg. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient's lead exhibited high impedances which resulted in loss of stimulation. Surgical intervention was undertaken to explant and replace the lead. Stimulation was restored post-operative. The ipg issue is documented in reference MFR. Report: 1627487-2017-06380.